Event description:
It was reported that during a da vinci-assisted surgical procedure, the harmonic ace instrument tip broke. No fragment fell inside the patient. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the isi clinical sales representative (csr) on and obtained the following additional information: the procedure was a gastrointestinal surgery. The instrument was checked before use and everything was fine. It was ruptured during surgery and no fragments were left in the patient. The instruments did not collide. The pieces cannot be returned together.

Manufacturer narrative:
A return material authorization (RMA) was issued to evaluate the harmonic ace instrument, however, intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Review of the provided image was consistent with the reported complaint of instrument tip breaking. Root cause of the failure mode cannot be confirmed without the returned device. No further escalations required for the image review.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the harmonic ace instrument to perform failure analysis. The instrument was found to have the curved blade broken at the tip. A piece approximately 0.165" x 0.084" was found to be broken off and not returned. Components adjacent to this broken blade do not show damage. The complaint was confirmed by failure analysis. The probable root cause is attributed to use conditions. Cracked or broken blades and the related detached fragment result from blade scratches and damage caused by contact with other instruments or other hard/metal objects (e.g., staples, clips, etc.) During use while the instrument is activated. Blade fractures propagate from initial contact sites due to the ultrasonic vibration of the harmonic ace blade, leading to eventual/premature failure (e.g., scratches and damage result in cracks, which then result in broken blades).

Event description:
Refer to h11 for follow-up information.